Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported during the (B)(6) 2024 ipg replacement, a lead diagnosis revealed high impedances on the right lead. It was revealed the right extension was coiled. The physician opted to continue with the ipg replacement and at this time, intervention is pending to address the issue.